Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the atrial lead exhibited high impedance. The lead was explanted and replaced. The patient was stable before, during and after the procedure.